Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during intraocular lens implantation ophthalmic knives were found dull. The surgery was completed with a replacement blade. No patients were harmed.